Event description:
The physician noted at the conclusion of evlt treatment that a short section (approx 3cm) of sheath material was missing. Under ultrasound interrogation, a piece was noted 1-2cm proximal to the vein entry site. As the vein was close to skin level, a phlebectomy was performed to remove the sheath and the closed vein.

Manufacturer narrative:
Apparent user error.